Manufacturer narrative:
The sample associated with this report is expected to be returned for analysis.

Event description:
The company received a report where it was claimed that during operating room preparation prior to the anesthesia induction, it is observed that the tube has a problem with the pilot balloon. Customer stated it inflated with no problem but could not be emptied using the syringe. Customer confirmed this was identified during operating room preparation and not during pt use.